Manufacturer narrative:
Investigation: visual inspection: deposits in the control reservoir scratches on the outer housing of the m.blue and progav 2.0 permeability test: a permeability test has shown that both valves and the reservoir are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating not within the accepted tolerance in the horizontal position however it is operating within the accepted tolerance in the vertical position. The progav 2.0 is operating within the specified tolerances in the horizontal position. Adjustment test: the m.blue and progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances in both valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation, we detected a slower outflow in the shunt system at the time of the investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx824t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 months, height: 50 centimeters (cm), weight: 5.7 kilograms (kg), gender: female.